Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient had no idea what led to the device not working and the inability to charge. They did what the pamphlet told them to do to try to resolve the issue, but it wasn't resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient's system had not worked for a year and had not done anything to help with their pain. The patient stated that their pain was still overwhelming and that the system did not function at all. The patient reported that the device would not charge despite repeated attempts. It was noted that the last charging attempt was about five to six months ago. The patient mentioned that they would like the system removed for their own safety. No further complications were reported or anticipated. Indication for use is unknown.